Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-3638 knotless fibertak anchor broke during insertion. The surgeon recovered all of the anchors and used the sutures from it to insert a 2.9 mm pushlock. Another ar-3638 knotless fibertak was attempted to be implanted, but it also broke during insertion. All the fragments were recovered. Then, the surgeon noticed that the ar-3600d-2 1.8 mm drill used to prepare the bone had broken before the first anchor had broken and had not drilled the appropriate depth. The broken drill fragment was not retrieved, the surgeon was confident that it stayed buried in the bone. The drill was measured, and about 1.5 cm broke off. The case was completed successfully using a new drill and a new fibertak. This was discovered during a labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-3638 was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation found that the inserter's tip was broken off and bent several times along the shaft' tip. The device arrived with an anchor and suture; due to the damage to these components, performing a functional test was impossible. The tip thickness was measured per drawing c15947 at revision 1. (.024 ± .002). Result: pass, indicating that the device tip thickness was in the drawing specification. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
Additional information received on 1/29/2024: the procedure was delayed between fifteen to twenty minutes; however, the sales representative is unsure if additional anesthesia was administered to the patient.